Event description:
It was reported that during meniscus repair procedure, after the t1 deployed, the t2 implant would not deploy when the knob was depressed. Surgical technic was changed to meniscus removal. No delay was reported.

Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Only the insertion device was returned no suture or ts. The needle is dramatically bent. The device was functionally tested for proper actuator advancement and cycling and was found not to function.